Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg prompted end of service message and subsequently the patient lost stimulation. The ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient controller had a pending software update. Issue was resolved with replacement of patient controller.